Manufacturer narrative:
Conclusion - evaluation conclusion: the unit was scrapped.

Event description:
It was reported that during testing conducted at the manufacturer facility, the unit continues to run after the hand switch was deactivated. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.